Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the loose shell with provided x-rays but deemed the information insufficient and rejected it for a medical review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event was confirmed based on the information provided and x-rays submitted to the consulting clinician who confirmed the loose shell but deemed the information insufficient and rejected it for a medical review. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. Further information such as medical records and returned devices are needed for further investigation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient presented to surgeon (primary hip operation) with hip pain post-op to primary operation. X-rays revealed the inferior portion of the shell loosened causing the shell reposition. Surgeon agreed to revise the shell. Stryker provided the necessary instruments to remove the shell, liner and screws. Surgeon replaced the shell with a competitor's implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient presented to surgeon (primary hip operation) with hip pain post-op to primary operation. X-rays revealed the inferior portion of the shell loosened causing the shell reposition. Surgeon agreed to revise the shell. Stryker provided the necessary instruments to remove the shell, liner and screws. Surgeon replaced the shell with a competitor's implant.